Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (40 mg/ml at 1.999 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that the patient was told by her pump managing physician that the pump needed to be titrated slowly or he would ¿kill her.¿ the implanting physician told the patient that the concentration was too high and the ¿mg¿ was too low and that the patient was to go back to the managing doctor and tell him the implanting doctor said to decrease the concentration because if left on the concentration too long she could develop a granuloma at the tip of the catheter. The patient saw the managing doctor today who became upset and said he can only adjust the dose by half a point and he cannot change the concentration. The implanting doctor told her to find a different managing doctor. The patient was wondering who was right. The patient still had a lot of pain. She was still not getting pain relief since implant in (B)(6) 2016. Per the patient, this pump was set at 1 mg and the prior pump was set at 4 mg. About 2 weeks ago, the pump was tipping out of the pocket. When the patient bent forward, the top of the pump ¿falls forward¿ and she had to push it back into place. The surgeon told her that was normal.